Manufacturer narrative:
During implant of a 2x2 orbit mini complex fill 2x2 coil (637mf0202/15436678) in a 2x3.4mm posterior communicating (pcom) artery aneurysm, the shape of the coil was not normal; it was like spiral, however, the coil was implanted. Prior to inserting in the patient, the coil shape was correct, and during insertion, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. The coil was not repositioned multiple times, and there was no withdrawal difficulty into the microcatheter. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. The mc was re-shaped prior to use, with the shaping mandrel, steam, and without any damages. The same microcatheter was used with the next coil, and there was no adverse event reported. There were no kinks in the (mc) microcatheter that might have contributed to the event, and the coil/delivery system made out of the distal end of the microcatheter. Other that what was reported, no other damages were noticed on the device (coil-unraveled, stretched, kink, bend, etc), (delivery system or introducer-kink, bend, crack, separated, fracture, elongated, etc). There was no adverse event reported. The product is not available for analysis. Review of lot 15436678 and coil assy lot 15430756 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. With review of received images and without the return of the device no definitive conclusion can be made. Although it cannot be confirmed to be a complex coil in the images, the loop to loop pitch seen in the images appears to be too wide to be a helical. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Although it cannot be confirmed to be a complex coil in the images, the loop to loop pitch seen in the images appears to be too wide to be a helical. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic. The hypotube of the orbit was inspected and several kinks were noted on it. The introducer was unzipped and kinks were found on it. The support coil and gripper were outside of the introducer, the support coil was found kinked; while the gripper was found in good condition. The embolic coil was separated from the dcs and was not returned for analysis. Some waves were found on both products but apparently can occur during the handling of the units when this was returned for evaluation. The piece was inspected under microscope; the kinks of the introducer were confirmed. Also, the gripper was confirmed to be in good condition. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ''resistance/friction'' could not be evaluated due to the returned condition of the device; and the failure reported by the customer as ''out of shape'' could not be evaluated since the embolic coil was not returned for analysis. The cause of the kinks could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages from leaving the facility. The found damages appear to be procedural or handling related; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During implant of an orbit mini complex fill 2x2 coil (637mf0202/15436678) in a pcom artery (2*3.4mm) aneurysm, the shape of the coil was not normal, it was like spiral, however, the coil was implanted. Prior to inserting in the patient, the coil shape was correct, and during insertion, after the resistance was met, no additional force was utilized to advance or remove the coil/delivery system. The coil was not repositioned multiple times, and there was no withdrawal difficulty into the microcatheter. An adequate continuous flush was maintained through the mc at all times, and constant fluoroscopy was performed at all times. The mc was re-shaped prior to use, with the shaping mandrel, steam, and without any damages. The same microcatheter was used with the next coil, and there was no adverse event reported. There were no kinks in the (mc) microcatheter that might have contributed to the event, and the coil/delivery system made out of the distal end of the microcatheter. Other that what was reported, no other damages were noticed on the device (coil-unraveled, stretched, kink, bend, etc), (delivery system or introducer-kink, bend, crack, separated, fracture, elongated, etc). There was no adverse event reported. The product is not available for analysis.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.